Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was receiving no delivery alarms on his insulin pump. His blood glucose was 211 mg/dl. During troubleshooting, the alarm did not occur during manual prime. It was not possible to determine the cause of the issue, which could have been caused by a insertion site or infusion set occlusion. Nothing further reported.